Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by stomachache. The cause of the event and patient outcome were not reported. The patient was hospitalized and was treated with unspecified oral drugs and an unspecific anti-inflammatory drug (intraperitoneal) for the peritonitis event. Patient was discharged fourteen days later, symptoms persisted and treatment was ongoing. The reporter declined to provide additional information.